Event description:
It was reported the touch pen was not working. A replacement touch pen was ordered. The issue was resolved when the touch pen was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.